Event description:
A medtronic representative reported that half-way through the ent case, the unit stopped recognizing the head frame. The issue was intermittent, worked for a second or two then stopped all together. They changed out the disposable head tracker for another, did another tracer registration and completed the case, using the fusion navigation system, without issue. There was no impact on the pt outcome.

Manufacturer narrative:
Pt info was not available from the site at this time. Device not returned to the manufacturer as it is a disposable item. Another disposable head tracker was used instead and this resolved the issue.